Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use a ventilator screen suddenly went black and the shutdown alarm was generated. The device could not be rebooted. The patient was removed from the ventilator and transferred to a different ventilator. There was no negative patient outcome (harm/injury) reported as a result of this event.

Manufacturer narrative:
Covidien reference number: (B)(4). An authorized third party service engineer evaluated the device, replaced the main printed circuit board and the ventilator worked properly.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.